Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. Vascular access was obtained via the radial artery. The target lesion was located in a coronary artery. A synergy¿ drug eluting stent was advanced through a 5f guide catheter to treat the lesion. However, it appeared that the 5f guide catheter interacted with the stent and ¿peeled it off¿ the balloon and dislodged it into the left main left anterior descending artery. The physician was able to maintain wire access and went in with the balloon again and successfully deployed the stent. Optical coherence tomography was done and noted that the stent looked fine and the procedure was completed. No patient complications were reported and the patient's status was stable.